Event description:
It was reported that while in the anesthesia department, the patient experienced a hypersensitivity reaction. CPR was administered and the patient was stabilized and placed into the intensive care unit. The catheters was removed and an untreated central venous catheter (cvc) was being used. The patient had received an agb+ catheter and several drugs and medications including esmeron (rocuronium bromide). The patient is stable.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.